Manufacturer narrative:
(B)(4) - use after damage. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored. It should be noted that the armada 35 instruction for use (IFU) states: carefully inspect the catheter prior to use to verify that it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. In this case, using the device does not appear to have contributed to the difficulty.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the armada 35 6mm/80mm on 135cm balloon catheter would not hold pressure during inflation. A leak was observed at the hub of the device; however, while holding the shaft by the hub straight, inflation was able to be successfully performed. No other device was needed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.